Event description:
It was reported that the patient underwent a gynecological procedure and (B)(6) 2002 underwent mesh implantation concurrently with cystoscopy for stress urinary incontinence. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bleeding, urinary problems and vaginal scarring. It was reported that patient underwent removal of eroded mesh and vaginal vault repair on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2017. It was reported that the patient underwent mesh revision on (B)(6) 2016 at (B)(6) medical center by dr. (B)(6) m.d.